Event description:
An introducer needle was used to place a PICC line. PICC line placement successful, but when needle was to be removed and peeled away, it would not peel completely away. Because it did not peel away adequately, half of the needle and plastic remained making it impossible to free the catheter. Subsequently, the nurse used forceps to free the needle, and when unable to free the plastic, the nurse used scissors to cut away excess plastic and left a small piece. Because there had been several prior attempts at PICC placement, and there were no other identifiable sites, it was decided that in an effort to avoid more needle sticks for this infant, that the small piece of plastic would remain and be incorporated into the dressing of the line. The line remained in place until no longer needed.because the needle did not peel away adequately, with manipulation and cutting of the plastic, there posed a risk of perforating or cutting the catheter which would necessitate an additional needle stick, with the potential for several for this infant.